Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue. The fse replaced the broken grey connector. The device was repaired to specifications. Software attributes were verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a broken gray scope connector on an oer-pro endoscope reprocessor. The problem was first noticed during reprocessing when the technician removed the disinfected scope from the washer. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be determined, it is likely the user put stress on the connector to loosen it, which accumulated, or hit a hard object, causing the connector to break. The instructions for use provides the following information regarding the inspection of the connector under 'chapter 3. Inspection before use, 3.3 inspecting the connectors': "check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents".